Manufacturer narrative:
(B)(4). Based on additional information received from the site stating the 4.8x26mm graftmaster did not worsen the dissection, but rather it took 4 stents to treat the dissection due to the length of the dissection, it would not have been a reportable event. However, since the initial MDR has already been filed, it will remain reportable. No investigation required.

Event description:
Subsequent to the previously filed medwatch, newly reported information revealed that part 1 did not worsen the dissection. Four stents were required due to the length of the dissection. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported stent graft leak and the reported patient effects. The subsequent treatments appear to be related to the circumstances of the procedure. The reported patient effects of hypotension and death as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU) are known patient effects that may be associated with coronary stenting. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with segment elevation myocardial infarction (stemi). The procedure was to treat an occlusion in the right coronary artery. After thrombectomy a dissection was noted and treated using four graftmaster stents: one 4.80x26 mm stent, one 4.80x16 mm stent, one 4.50x26 mm stent, and one 4.50x16 mm stent. Reportedly four graftmaster stents were required due to the most distal 4.8x26 stent not sealing correctly and also due to the length of the dissection. The patient developed severe hypotension during the procedure and was placed on pressors. The patient coded during the procedure but was resuscitated and discharged to the intensive care unit. Reportedly the patient died 24 hours after this procedure. The official cause of death is right ventricular (rv) failure. No additional information was provided. Part 2, part 3 and part 4 of this incident will be a product experience (non-complaint) as these graftmaster rx stent systems were advanced and the stents were deployed without issue. There was no reported device malfunction.